Event description:
Patient underwent generator replacement surgery in 2002. An infection was first noted 16 days later. The patient was hospitalized three days later at which time the infection was treated with antibiotics. The replacement generator was later explanted due to the infection 6 months later. It was reported that the patient irritated/scratched at incision site. Physician plans to re-implant patient after infection heals, but no date is scheduled at this time. The patient has reportedly experienced great seizure control wtih the vns therapy.